Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing seen on a stored electrogram (egm). Rv lead fracture was subsequently identified. No asystole greater than two seconds or syncope resulted from pacing inhibition. An invasive procedure was performed in which this rv lead was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the lead. The lead was returned in two segments and measured a total length of 570 millimeters (mm). It appeared that a portion of the lead was not returned since the lead should measure approximately 640 mm. Setscrew marks were noted on all terminals. The extracting stylet returned was stuck in the tip segment of the lead. A suture was tightly tied onto the lead body insulation for extraction purposes. A cut was also noted in the lead insulation. The proximal end of the distal spring electrode was noted to be separated from the lead body insulation-medical adhesive. Tissue was noted on the lead distal coil and tip sections and blood/body fluid in the lumen and helix housing. The lead passed the continuity test. An x-ray performed did not reveal any anomalies. The allegation could not be confirmed by analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.